Event description:
The complainant reported a patient in postcardiotomy cardiogenic shock was implanted with an impella 5.5 for mechanical circulatory support and approximately eight days after start of the support, the patient had low purge flows and high purge pressures. Purge was exchanged for five percent dextrose in water with heparin and tissue plasminogen activator protocol was initiated. Purge pressure and purge flows returned to normal ranges after switching over the heparin in the purge system. The patient continued on support. Two days later there were suction alarms. With the first instance, the impella position was noted as great and volume looked fine. The next day, it was noted that suction was more volume related and there was no longer an issue. However, overnight the impella was repositioned due to suction alarms which continued throughout the next day morning. Volume was added. The patient was eventually listed for a heart transplant and a couple of days later (on day 19 of support) the patient was planned for transplant. The device was explanted with a survived outcome.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
The investigation of high purge pressure has been completed. The impella device was not returned for evaluation. Clinical details reported that replacing the purge cassette did not resolve the issue but using tpa and heparin in the purge did. Additionally, the logs showed the gradual rise in purge pressure to be consistent with biomaterial build up. Based on all this information, the root cause of high purge pressure was most likely biomaterial build up. Though clinical details stated that tissue plasminogen activator (tpa) resolved the complication, the choppy spikes and drops in purge pressure as it trended up were most likely caused by a kinked purge line.